Event description:
In 2007, thermage was notified of an event where a pt underwent a thermage procedure. Procedure date was 2006, and resulted in severe third-degree burns on the face and throat. Some remedial plastic surgery has been performed and medical treatment is ongoing.

Manufacturer narrative:
No product was returned for investigation. Incident turned over to thermage legal counsel.